Manufacturer narrative:
The investigation was unable to find a definitive root cause. From the provided data, an instrument problem was not suspected.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high elecsys toxo igg immunoassay results for one patient sample from the cobas e 411 immunoassay analyzer. (B)(6). No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Analyzer performance testing was completed.